Event description:
The customer reported a pacer test failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer test failure. There was no pt involvement. The device was evaluated locally and the symptom confirmed. Power pca replacement resolved the reported symptom. After passing all required testing, the device was returned to use.